Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Date returned to manufacturer: jan. 06, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half with one of the lens halves received stuck to a piece of paper. The lens half was coated in viscoelastic residue and had a detached haptic. The lens was cleaned revealing scratches. The complaint issues "haptic damaged" and "positioning issue" were not identified during product evaluation. The observed "haptic detached" is similar to the reported complaint issue "haptic damaged". However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a5: ethnicity: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d10: concomitant medical products: healon duet, lot number: unknown, alcon balanced salt solution (bss) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of a preloaded multifocal intraocular lens (iol), the device failed to seat properly and tore. It was initially suspected that the tear occurred during manipulation to achieve placement but the surgeon later noted the leading haptic appeared irregular prior to insertion. Because the haptic did not function as intended, the surgeon was unable to seat the lens and the haptic broke off. The damaged iol was explanted and replaced with another lens of the same model and diopter without complication. No unplanned surgical interventions (e.g., vitrectomy, incision enlargement, or sutures) were required, and the patient is reported to be in very good condition with no injury or user harm. The ophthalmic viscoelastic device (ovd) used was at operating-room temperature. No further information was provided.